Event description:
The user facility reported that the controller aic registered a system self check failure. There was no reported patient harm. The device was removed from service as a result of the noted issue.

Manufacturer narrative:
The impella controller device was returned and an evaluation is pending. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported aic - system self-check error has been completed since the original report was filed. Data analysis: aic logs show that on the complaint date, console ic2943 received the following error persistently: ¿sau_ser10 cmd seq.103 timeout. Reply err and sem_post¿ and the log ¿syscall10 checkfirmware failed¿ confirms the reported complaint ¿system self check failure.¿ device analysis: the console was tested on an engineering lab bench. The reported failure mode was reproduced. Upon turning on the console received the system self check failure screen. Visual inspection confirmed the pbm corrosion (see attachment ¿pbm_corrosion_ic2943¿).the root cause for the system self check failure was due to pbm corrosion. Correction : section h5 and h8 has been submitted inadvertently incorrect in the initial report which is corrected in this report.